Manufacturer narrative:
H6: updated results code 1 and 2. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect-clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane previous patient codes (1930, 2240) were reported based on the original complaint and are longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2005 through (B)(6), 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial devices. ¿ records from (B)(6), 2005 through (B)(6), 2007; from (B)(6), 2007 through (B)(6), 2009; from (B)(6), 2009 through (B)(6), 2010 were not provided. Patient information: medical history: ¿ diverticulosis ¿ smoker (B)(6) 2005: ¿smokes cigars occasionally.¿ ¿ obesity (B)(6) 2005: ¿the abdomen is protuberant and large.¿ 2009: 282 lbs.; bmi 36.7 ¿ gastroesophageal reflux disease [gerd] ¿ hypertension ¿ diabetes mellitus 2009: type ii diabetes surgical procedures: ¿ 1990: hemicolectomy for diverticulitis ¿ (B)(6) 2005: repair of incisional hernia with mesh, laparoscopic. Laparoscopic lysis of adhesions. Implant: #1 gore® dualmesh® plus biomaterial. ¿ 2007: cholecystectomy ¿ (B)(6) 2009: lysis of adhesions. Repair of incarcerated recurrent incisional hernia with mesh. Implant: ventralex. ¿ (B)(6) 2010: laparoscopic lysis of adhesions. Laparoscopic repair of recurrent incisional hernia with mesh. Implant: #2 gore® dualmesh® plus biomaterial. ¿ (B)(6) 2010: exploratory laparotomy with debridement of abdominal wound, removal of infected mesh, small-bowel resection with stapled end-to-side anastomosis, closure of abdominal wall hernia using xen matrix porcine biologic mesh, irrigation of abdomen, placement of a left subclavian 7-french, 20-cm triple-lumen catheter, and placement of wound vac. Implant #1 preoperative complaints: ¿ (B)(6) 2005: ¿pain in the center of stomach. Beginning of hernia. Notices a mass in the right upper quadrant of the abdomen next to an incision that he has. This is an area above the umbilicus.¿ ¿abdomen has a midline incision to the right and up above the umbilicus there is a large hernia. It is not possible to reduce this mass. The abdomen is protuberant and large. Impression: incisional hernia.¿ implant #1 procedure: repair of incisional hernia with mesh, laparoscopic. Laparoscopic lysis of adhesions. [Implant: gore® dualmesh® plus biomaterial (1dlmcp04/03507269) 15 cm x 19 cm x 1mm thick, oval] implant #1 date: (B)(6), 2005 ¿ description of hernia being treated: ¿the first hour was spent on lysing adhesions and removing the adhesions from the hernia sac.¿ ¿open hasson technique was utilized in the left upper quadrant to gain access to the abdominal cavity. The co2 was utilized for a pneumoperitoneum to a pressure of 15 mmhg. Multiple adhesions of the omentum were caught in the hernia which was found in the upper abdomen at the end of the wound. The harmonic scalpel was utilized to separate these adhesions so that the hernia could be reduced. Ultimately the hernia was reduced. A spinal needle was then used to mark the size of the hernia defect. This was marked on the abdomen and then the co2 was released. The size was determined and a piece of mesh made of dual mesh made of gore-tex was utilized.¿ ¿ implant size and fixation: ¿three cm overlap was allowed. A piece of mesh 11 x 15 cm was prepared. #1 gore-tex suture was placed 5 cm apart. The mesh was then rolled up and placed inside the abdomen. A needle was passed through the incision made along the edge on the skin. The needle was passed through the abdominal wall and the gore-tex suture was grasped and brought through the complete fascial wall and then tied later outside extra corporeally. Surgitek [sic] were utilized to place clips every cm on the edge of the graft material. The patient required other ports including a 10 mm port in the right lower quadrant, a 5 mm port in the left lower quadrant and the right upper quadrant as well as another 5 mm port on the right side. After the mesh was placed and secured the co2 was released to a pressure of 6 mmhg. The ports were removed under direct vision. No bleeding was seen. The ports were removed completely and co2 was released. The patient had been in multiple positions including trendelenburg and rolled to the left during this part of the procedure. He was now brought flat. The fascia was closed at the left hasson port site with #0 vicryl suture. Skin closures were done with skin clips.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2007: procedure: laparoscopic cholecystectomy. ¿patient had a large piece of hernia mesh placed laparoscopically in another operation to repair and [sic] incisional hernia. He recently had an episode in las vegas where he was thought to have a bowel obstruction and/or food poisoning. He was later found to have gallstones and he has biliary colic symptoms. At this operation today laparoscopic cholecystectomy was done and because of contamination from the gallbladder and the possibility of acute cholecystitis, I elected not to repair the incisional hernia which would have required additional mesh. There was no small bowel in the area. There were multiple adhesions that would prevent small bowel from entering the hernia. Because of the previous operations, open hassan [sic] technique was done in the right upper quadrant above the area where the mesh had been previously placed. A 30 degree scope was utilized. Co2 was utilized to a pressure of 15 mmhg. The scope was utilized to place a 10 mm port in the right side of the abdomen lateral to the previously placed mesh just above the level of the umbilicus. Two 5 mm ports were placed also with atraumatic trocar in the mid clavicular and anterior axillary line. The patient was placed in the reversed trendelenburg and rolled to the left. The gallbladder was thick and edematous. A reddick screw was utilized because the gallbladder could not be grasped with the normal forceps. This was done through the most lateral port. The mid clavicular port was utilized to grasp the fundic area. The fat and peritoneum were shredded lateral to medial until it was possible to see the cystic duct. Clips were placed on the cystic duct, a total of four were placed because it was difficult to see even with 30 degree scope placement of the clips until after they were placed and one of the clips did not appear to completely cross the cystic duct. The cystic duct was then cut, leaving three clips on the cystic duct. The cystic artery was likewise clipped with three clips and cut, leaving two clips on the remnant. Other small vessels in the area were clipped, as well. The gallbladder was removed from the liver bed. An inadvertent hole was made from tension with the graspers. No stones were lost in the abdomen. The gallbladder was ultimately removed from the liver bed. It was partially intrahepatic. The gallbladder was placed into an endocatch bag and brought out through the large hassan port site. It was sent to pathology. The liver bed was cauterized. Irrigation was carried out. The decision was made not to repair the incisional hernia because of the spillage and the need for mesh to be placed. There were only adhesive bands. No small bowel in the area of the hernia. The area was copiously irrigated with saline. Avitene was placed in the liver bed. The cannulas were removed under direct vision after the pressure had been lower to 8 mmhg. The patient was then placed supine and copious irrigation with saline was carried out. The co2 was released to 8 mmhg and the ports were removed under direct vision. The last port was removed and the co2 released. The hassan cannula site in the right upper quadrant was closed in multiple layers. The peritoneum and posterior sheath were closed with a running #0 vicryl stitch. The anterior sheath was closed with interrupted #0 vicryl stitches. The skin at all sites was closed with #4-0 vicryl subcuticular stitches and steri-strips.¿ revision #1, implant ventralex preoperative complaints: ¿ (B)(6) 2009: ¿this is a 56 year old man who has had a previous incisional hernia repair laparoscopically after colectomy. He noted a mass to the left upper area of the abdomen that was soft and ¿squishy¿.¿ revision #1, implant ventralex procedure: lysis of adhesions. Repair of incarcerated recurrent incisional hernia with mesh. Implant: ventralex. Revision #1, implant ventralex date: (B)(6), 2009 [hospitalization dates unknown] ¿ ¿initially an incision was made in the left lower quadrant in an attempt to pass the laparoscope because of his body habitus and size and previous operation in that area was not possible to gain access through this small incision in that area. This was abandoned and the fascia that had been opened was closed with 0-vicryl suture. Attention was then turned to the left upper quadrant and incision was made over the mass with the knife through the skin. The subcutaneous tissue was separated with cautery. The hernia sac was identified. It was opened and it contained small bowel. Small bowel was closely adherent to the hernia sac and abdominal wall. Approximately 50% of the operating time by the clock was spent lysing the adhesions that kept the small bowel incarcerated in the hernia sac. Ultimately the small bowel was freed. It was necessary to open the hernia laterally approximately 1 cm to reduce the bowel. The bowel was closely inspected. There was no ischemic bowel present. The bowel was pink, had good blood flow and no abnormalities were seen. During the procedure care was taken to avoid any damage to the small bowel with scissors or cautery. After the small bowel was reduced the hernia sac was removed with cautery. The lateral portion of the incision was closed with #1 interrupted prolene suture through and through the fascia as well as one medially where the previous mesh was placed. A stat tack was close to the area where the small bowel was adherent. This stat tack was removed. The previous mesh was then placed and the presumptive diagnosis is that this is a [sic] extension under the previous incisional hernia. A 1.7 inch ventralex hernia [sic] was rolled up and placed inside the abdomen, pulled taut. The straps were sutured to the fascia caudad and cephalad with #1 prolene. The subcutaneous tissue was closed with 3-0 vicryl interrupted suture. The skin was closed with clips.¿ ¿ pathology of specimens collected during the (B)(6) 2009 procedure does not include any mention of mesh. Implant #2 preoperative complaints: [none provided] implant #2 procedure: laparoscopic lysis of adhesions. Laparoscopic repair of recurrent incisional hernia with mesh. [Implant: gore® dualmesh® plus biomaterial (1dlmcp04/06376440) 15cm x 19cm x 1mm thick, oval] implant #2 date: (B)(6), 2010 ¿ description of hernia being treated: ¿an old scar in the right upper quadrant was utilized to placed [sic] the hassan [sic] cannula. A 10 mm degree scope was utilized. Co2 was utilized to a pressure of 15 mmhg. A 5 mm port was placed under direct vision in the right lower quadrant. Ultimately another 10 mm port was placed in the left lower quadrant under direct vision and a 5 mm in the left upper quadrant. All of these were done with atraumatic trocar. The findings included multiple adhesions of small bowel, omentum, that were adherent to the previously placed mesh and to the hernia sac. The amount of time spent lysing adhesions was 90 minutes by the clock. The amount of time spent repairing the hernia mesh was 50 minutes. It was determined that 64% of the time of the operation being lysing adhesions. Adhesions were lysed sharply with scissors, paying particular attention to areas where the bowel was adherent. The bowel was stretched with atraumatic forceps. Also blunt dissection was done with a peanut dissector. Harmonic scalpel was used on obviously non-important structures such as the omentum and hernia sac. Ultimately all adhesions were lysed and the defect was noted. Previously, a piece of mesh had become disengaged in a crescent shape toward the midline. This had allowed the hernia to occur. The first mesh was ventralex [sic]. Staples were still intact. Two smaller defects were discovered at the top of the midline incision from either suture holes enlarging or the incision itself tearing. These had not been previously repaired. The defect was measured by using a spinal needle through the skin. The two holes were marked as well.¿ ¿ implant size and fixation: ¿to cover this area and have a 3 cm margin around the margins of the defect required a 15 x 15 cm piece of ventralex [sic]. This was marked and every 3 cm #0 gore-tex suture was placed through the mesh. The mesh was marked and then rolled up. It was placed inside the abdomen and aligned over the defect. A grasping needle was then used to pull each suture through the fascia. Cephlad and caudad edges of the mesh were pulled through first, stretched and noted to be in good alignment. There were three other sutures, one at each corner and one in the mid portion on each side of the mesh. Each was pulled through a separate incision. After all were placed, they were ligated under the skin. Small metal clips (protac) were placed with along the edge of the mesh every 1 cm. After this was done, it was noted that the mesh was covering the defects with adequate margins. Co2 was released. The hassan [sic] area was closed with #0 vicryl suture. The skin closures for the trocars were #4-0 vicryl subcuticular stitches and steri-strips. Steri-strips were used to closed [sic] the incisions over the sites of suture knots.¿ ¿ the medical records confirm that gore® dualmesh® plus biomaterial was implanted during the procedure, although the surgeon refers to the device as ¿ventralex¿. Explant #1 procedure: exploratory laparotomy. Removal of old mesh (not the mesh placed yesterday). Drainage of enteric contents. Explant #1 date: (B)(6), 2010 ¿underwent laparoscopic hernia repair yesterday with a 15 cm x 15 cm ventralex [sic] piece of mesh. He began having drainage today at 1600 from one of the wound sites of green fluid. In addition, his wife noted that his urine output was not normal.¿ ¿as the new mesh placed yesterday was opened in the midline, there was a piece of small bowel with a small perforation that had a protac adherent to it. Other findings noted that the majority of the bilious collection of fluid was on the left side and in the left side of the pelvis.¿ ¿the incision was made in the skin from the umbilicus and the incision made previously at that area toward the xiphoid in the midline. This was approximately one-third of the mesh placed yesterday toward the midline. The fascia was opened. Old mesh was encountered. Ultimately the ventralex [sic] mesh placed yesterday was encountered. This was cut with a knife. A finger was then inserted to elevate the mesh and the mesh was opened almost completely from cephalad and caudad. Green liquid was found in the abdomen with no odor. It was aspirated with a sump sucker. The sucker was gently mobilized on the left side of the abdomen where the majority of the free fluid was found. Copious irrigation with normal saline was carried out. The opening in the jejunum was closed transversely with #3-0 interrupted silk lembert type sutures. The pelvis and area above the splenic flexure of the colon and under the liver as well as by the stomach was irrigated copiously. Attention was then turned to the right side of the abdomen. The bowel was already adherent loosely to the bowel and there was no green fluid found on the right side of the abdomen, especially under the liver, the right side or on the right gutter. This was irrigated gingerly and attention was paid to the pelvis in the left side of the abdomen. After approximately four liters of fluid was utilized and the fluid that was aspirated was clear, saline with bacitracin was utilized to irrigate once again. Attention was turned to how to close the abdomen since the mesh was contaminated by this green succus. Because of the patient¿s condition, being hypotensive and tachycardic with a minimum amount of urine being made, decision was made not to spend any more time than necessary operating. Had the new mesh been removed and the other mesh re instituted would have taken much longer than the decision that I made. I decided that the most expedient thing to do was to close the mesh that had been placed yesterday. Recognizing that it may become infected, the area was drained well. The mesh was closed with a running #0 prolene stitch that was water tight. Old fascia that could be loosely approximated with #0 vicryl was done in several different areas. No attempt was made to close all of the fascia the concept being that any fascia that might be approximated and still leave drainage for the mesh might allow wound vac to help in wound healing. The other alternative is that the mesh will stay infected and require removal at another time when the patient is recovered and in better condition. One inch penrose drains were placed underneath this loosely attached fascia over the mesh. A safety pin was placed in each end outside the abdomen. After this was done, no attempt was made to close the subcutaneous tissue. It was packed open with betadine soaked gauze. The skin was pulled together in the middle loosely with a prolene stitch to make the large wound somewhat smaller. Sterile dressings were applied.¿ (B)(6) 2010: pathology: ¿designated ¿mesh and staple material, abdominal wall¿; the specimen consists of a roughly discoid portion of mesh material measuring 4.3. Cm in maximal diameter, along with multiple attached portions of soft yellow adipose tissue. Several coil-shaped staples are intimately associated with this process. No mass lesions are present. A representative portion of the soft tissue component is submitted in cassette a, along with some contiguous graft material. Microscopic description: birefringent mesh material is intimately incorporated into the fibrous fascia and has associated adventitial scar and foreign body granulomata.¿ (B)(6) 2010: blood culture: ¿no growth after 5 days.¿ (B)(6) 2010: blood culture: ¿many wbc¿s [white blood cells], no epithelial cells, no organisms seen.¿ explant #2 preoperative complaints: ¿ (B)(6) 2010: ¿history of diabetes, hypertension, recent hernia repair who presented to an outside facility complaining of abdominal pain after hernia surgery. Patient was noted to be septic and bowel perforation. Emergently taken to operating room for exploratory laparotomy with ____ [sic] repair of bowel perforation. Abdomen was left open and plan for further surgery was noted at outside hospital; however, patient¿s family requested for transfer to st. Luke¿s. Patient postoperatively has been on ventilator, diprivan drip, tpn. Developed acute renal failure with improving creatinine upon transfer.¿ ¿ (B)(6) 2010: ¿hpi [history of present illness]: elective redo abdominal incisional hernia repair. This was done initially laparoscopically and then open repair with mesh placed. The patient developed septic shock and was intubated and put on pressors. He has presumed perforation of the bowel with an initial laparoscopic attempt. Patient was placed on cefepime, flagyl and fluconazole. Patient failed to improve and was transferred here for higher level of care. Exam: abdominal: distended abdomen with no bowel sounds. Mild diffuse guarding. Necrotic tissue showed purulent drainage at the base. Penrose drain at inferior portion of the wound. Left lateral side of wound is erythematous and extending to a left side trocar puncture site which has purulent drainage. Cultures were obtained above the midline in the lateral wound. Laboratory: white count is 14.8. Cultures from outside hospital, negative blood culture, negative urine cultures, and a sputum and a negative gram stain. Assessment: critically ill with probable abdominal sepsis, most likely polymicrobial infection. Probably has infected mesh. CT scan to rule out intra-abdominal abscess.¿ ¿ (B)(6) 2010: CT abdomen/pelvis: ¿s/p [status post] incisional hernia repair. No evidence of perforation or loculated fluid collection is seen. There is mild ascites. Postsurgical changes are seen including a bowel anastomosis in the sigmoid colon.¿ ¿ (B)(6) 2010: ¿patient who underwent laparoscopic repair of an incisional hernia for the 4th time. Apparently during that procedure, some damage was done to the bowel. He re-presented to his surgeons with a bowel injury. He was re-operated on and the bowel injury repaired. He was transferred to our institution for a higher level of care. At the time of transfer, he did not have any evidence of enteric contents leaking through his wound, but did have mesh that looked like it was infected. After approximately 48 hours, he began to leak enteric contents out of his wound and is taken to the operating room at this time.¿ explant #2 procedure: exploratory laparotomy with debridement of abdominal wound, removal of infected mesh, small-bowel resection with stapled end-to-side anastomosis, closure of abdominal wall hernia using xen matrix porcine biologic mesh, irrigation of abdomen, placement of a left subclavian 7-french, 20-cm triple-lumen catheter, and placement of wound vac. Explant #2 date: (B)(6), 2010 ¿ ¿the incision was opened and the mesh removed with some difficulty. Greater than 50 tacks had been used to hold the mesh in place. The fistula from the small bowel was located directly under the mesh. There appeared to be a prior repair as there were sutures in the area. The small bowel was mobilized despite dense adhesions to free up the loop of bowel that had the leak. The bowel was then divided using a gia stapler and an approximately 6-inch piece removed. A side-to-side stapled anastomosis was then performed. The opening in the bowel was oversewn using 3-0 pds and interrupted 4-0 silks. The abdomen was copiously irrigated with antibiotic-containing solution and the abdominal wall debrided. There were 2 abscesses in the abdominal wall. The xen matrix was then sewn in place using u stitches of #1 prolene. The fascia was closed as much as possible over the xen matrix. The abdomen was again copiously irrigated and a wound v.a.c. Placed.¿ ¿ (B)(6) 2010: pathology: ¿specimen 2 received fresh labeled ¿infected mesh¿ is two portions of ribbed plastic mesh, 11 x 6 x 0.1 cm and 9 x 7 x 0.3 cm. Both show green-yellow discoloration and continue multiple portions of coiled mesh. The larger portion has adherent fibromembranous tissue. Representative sections are submitted as b1.¿ ¿ (B)(6) 2010: discharge summary: ¿exploratory laparotomy with abdominal mesh removal and wound vac placement. History diabetes, presented to outside facility after abdominal hernia repair with c/o abdominal pain. Found to be septic and bowel perforation. Taken to operating room for exploratory laparotomy with bowel repair. Transferred to (B)(6) hospital for higher level of care. Low-grade fever and elevated white count. Patient continued on tpn. Blood sugars initially were controlled with insulin drip and was transitioned to lantus sliding scale insulin. Postoperatively continued improvement of hemodynamic status and kidney function. Weaned off tpn. Wound vac was arranged for home.¿ conclusion: gore® dualmesh® plus biomaterial (1dlmcp04/06376440) it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. When using this device as a temporary external bridging device where primary closure is not possible, use measures to avoid contamination. The entire device should be removed as early as clinically feasible, not to exceed 45 days after placement. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06376440. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6) hospital. (B)(6) : pain in the center of stomach. Hpi: beginning of hernia. Notices a mass in the right upper quadrant of the abdomen next to an incision that he has. This is an area above the umbilicus. Psh: partial colectomy for diverticulitis in 1990. Social history: smokes cigars occasionally. Exam: abdomen has a midline incision to the right and up above the umbilicus there is a large hernia. It is not possible to reduce this mass. The abdomen is protuberant and large. Impression: incisional hernia. Gastroesophageal reflux disease. Acid reflux. Plan: laparoscopic or open repair of incisional hernia with mesh. Risks of pain, scar, bleeding, infection, recurrent hernia, open procedure were discussed in detail. He is well informed and gives consent. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/30/2005 were not provided. (B)(6)05: (B)(6) hospital. (B)(6) , m.d. Operative report. Pre/postop diagnosis: incisional hernia. Procedure: repair of incisional hernia with mesh, laparoscopic. Laparoscopic lysis of adhesions. Anesthesia: general endotracheal. Drains: none. Complications: none. Tissue removed: none. Foley catheter placed by the nursing service prior to beginning the procedure. The patient has pulsators on the lower legs. Special note: the procedure took approximately two and half hours to do. The first hour was spent on lysing adhesions and removing the adhesions from the hernia sac. Description of procedure: ¿the abdomen was prepared with duraprep and sterile drapes were applied to the field. Open hasson technique was utilized in the left upper quadrant to gain access to the abdominal cavity. The co2 was utilized for a pneumoperitoneum to a pressure of 15 mmhg. Multiple adhesions of the omentum were caught in the hernia which was found in the upper abdomen at the end of the wound. The harmonic scalpel was utilized to separate these adhesions so that the hernia could be reduced. Ultimately the hernia was reduced. A spinal needle was then used to mark the size of the hernia defect. This was marked on the abdomen and then the co2 was released. The size was determined and a piece of mesh made of dual mesh made of gore-tex was utilized. Three cm overlap was allowed. A piece of mesh 11 x 15 cm was prepared. #1 gore-tex suture was placed 5 cm apart. The mesh was then rolled up and placed inside the abdomen. A needle was passed through the incision made along the edge on the skin. The needle was passed through the abdominal wall and the gore-tex suture was grasped and brought through the complete fascial wall and then tied later outside extra corporeally. Surgitek were utilized to place clips every cm on the edge of the graft material. The patient required other ports including a 10 mm port in the right lower quadrant, a 5 mm port in the left lower quadrant and the right upper quadrant as well as another 5 mm port on the right side. After the mesh was placed and secured the co2 was released to a pressure of 6 mmhg. The ports were removed under direct vision. No bleeding was seen. The ports were removed completely and co2 was released. The patient had been in multiple positions including trendelenburg and rolled to the left during this part of the procedure. He was now brought flat. The fascia was closed at the left hasson port site with #0 vicryl suture. Skin closures were done with skin clips. Sterile band-aids or tegaderm were placed over the wounds. He tolerated the procedure well, was extubated and the foley was removed. He was taken to the pacu in good condition. Sponge, needle and instrument counts were correct on three occasions by the nursing service.¿ (B)(6)05: (B)(6) hospital. Intraoperative record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 03507269. Manufacturer: w.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/03507269) was implanted during the procedure. Records between(B)(6)2005 and (B)(6)2007 were not provided. (B)(6)07: (B)(6) hospital. (B)(6), md. Operative report. Preop diagnosis: cholelithiasis, incisional hernia. Postop diagnosis: cholelithiasis, cholecystitis, incisional hernia. Procedure performed: laparoscopic cholecystectomy. Anesthesia: drains: none. Complications: none. Blood loss: 100 ml. None replaced. Tissue removed: gallbladder. Special note: ¿patient had a large piece of hernia mesh placed laparoscopically in another operation to repair and incisional hernia. He recently had an episode in las vegas where he was thought to have a bowel obstruction and/or food poisoning. He was later found to have gallstones and he has biliary colic symptoms. At this operation today laparoscopic cholecystectomy was done and because of contamination from the gallbladder and the possibility of acute cholecystitis, I elected not to repair the incisional hernia which would have required additional mesh. There was no small bowel in the area. There were multiple adhesions that would prevent small bowel from entering the hernia. Description of procedure: the patient¿s abdomen was prepared with duraprep and sterile drapes were applied to the field. Time out was taken during which the surgical team agreed that this was the correct patient and appropriate procedure was being performed. Because of the previous operations, open hassan technique was done in the right upper quadrant above the area where the mesh had been previously placed. A 30 degree scope was utilized. Co2 was utilized to a pressure of 15 mmhg. The scope was utilized to place a 10 mm port in the right side of the abdomen lateral to the previously placed mesh just above the level of the umbilicus. Two 5 mm ports were placed also with atraumatic trocar in the mid clavicular and anterior axillary line. The patient was placed in the reversed trendelenburg and rolled to the left. The gallbladder was thick and edematous. A reddick screw was utilized because the gallbladder could not be grasped with the normal forceps. This was done through the most lateral port. The mid clavicular port was utilized to grasp the fundic area. The fat and peritoneum were shredded lateral to medial until it was possible to see the cystic duct. Clips were placed on the cystic duct, a total of four were placed because it was difficult to see even with 30 degree scope placement of the clips until after they were placed and one of the clips did not appear to completely cross the cystic duct. The cystic duct was then cut, leaving three clips on the cystic duct. The cystic artery was likewise clipped with three clips and cut, leaving two clips on the remnant. Other small vessels in the area were clipped, as well. The gallbladder was removed from the liver bed. An inadvertent hole was made from tension with the graspers. No stones were lost in the abdomen. The gallbladder was ultimately removed from the liver bed. It was partially intrahepatic. The gallbladder was placed into an endocatch bag and brought out through the large hassan port site. It was sent to pathology. The liver bed was cauterized. Irrigation was carried out. The decision was made not to repair the incisional hernia because of the spillage and the need for mesh to be placed. There were only adhesive bands. No small bowel in the area of the hernia. The area was copiously irrigated with saline. Avitene was placed in the liver bed. The cannulas were removed under direct vision after the pressure had been lower to 8 mmhg. The patient was then placed supine and copious irrigation with saline was carried out. The co2 was released to 8 mmhg and the ports were removed under direct vision. The last port was removed and the co2 released. The hassan cannula site in the right upper quadrant was closed in multiple layers. The peritoneum and posterior sheath were closed with a running #0 vicryl stitch. The anterior sheath was closed with interrupted #0 vicryl stitches. The skin at all sites was closed with #4-0 vicryl subcuticular stitches and steri-strips. The patient tolerated the procedure very well.¿ (B)(6)07: (B)(6) health. (B)(6) , md. Surgical pathology report. Case number: (B)(4). Clinical information: gallstone disease with hernia phenomenon. Microscopic description: evidence of both chronic and acute cholecystitis. Reactive mucosal changes are noted throughout, with areas of subepithelial foam cell accumulation. Records between (B)(6)2007 and (B)(6)2009 were not provided. (B)(6)09: (B)(6) hospital. (B)(6) , md. Operative report. Preop diagnosis: recurrent incisional hernia. Postop diagnosis: incarcerated recurrent incisional hernia with small bowel and postoperative adhesions. Operation performed: lysis of adhesions. Repair of incarcerated recurrent incisional hernia with mesh. Anesthesia used: general endotracheal anesthesia. Drains: none. Complications: none. Estimated blood loss: 50 ml, none replaced. Tissue removed: hernia sac. Indications for surgery: this is a 56 year old man who has had a previous incisional hernia repair laparoscopically after colectomy. He noted a mass to the left upper area of the abdomen that was soft and ¿squishy¿. Description of operation: ¿the abdomen was prepped with duraprep, sterile drapes were applied to the field. Time out was taken during which the entire surgical team agreed this was the correct patient and the proper procedure. Initially an incision was made in the left lower quadrant in an attempt to pass the laparoscope because of his body habitus and size and previous operation in that area was not possible to gain access through this small incision in that area. This was abandoned and the fascia that had been opened was closed with 0-vicryl suture. Attention was then turned to the left upper quadrant and incision was made over the mass with the knife through the skin. The subcutaneous tissue was separated with cautery. The hernia sac was identified. It was opened and it contained small bowel. Small bowel was closely adherent to the hernia sac and abdominal wall. Approximately 50 % of the operating time by the clock was spent lysing the adhesions that kept the small bowel incarcerated in the hernia sac. Ultimately the small bowel was freed. It was necessary to open the hernia laterally approximately 1 cm to reduce the bowel. The bowel was closely inspected. There was no ischemic bowel present. The bowel was pink, had good blood flow and no abnormalities were seen. During the procedure care was taken to avoid any damage to the small bowel with scissors or cautery. After the small bowel was reduced the hernia sac was removed with cautery. The lateral portion of the incision was closed with #1 interrupted prolene suture through and through the fascia as well as one medially where the previous mesh was placed. A stat tack was close to the area where the small bowel was adherent. This stat tack was removed. The previous mesh was then placed and the presumptive diagnosis is that this is a extension under the previous incisional hernia a 1.7 inch ventralex hernia [sic] was rolled up and placed inside the abdomen, pulled taut. The straps were sutured to the fascia caudad and cephalad with #1 prolene. The subcutaneous tissue was closed with 3-0 vicryl interrupted suture. The skin was closed with clips. He was extubated and taken to the pacu awake and alert. Sponge, needle and instrument counts on three occasions by the nursing service.¿ (B)(6)09: (B)(6) health. (B)(6) md. Surgical pathology report. Case number: (B)(4). Final diagnosis: soft tissue, abdominal wall; herniorrhaphy/excision. Incisional hernia sac with adventitial scar and cystic fat necrosis. Clinical information: recurrent incisional hernia. Gross description: designated ¿incisional hernia sac¿; the specimen consists of an irregularly-shaped, beefy red portion of fibromembranous tissue with attached, finely lobulated fat, 5.5 x 3.5 x 0.9 cm. Cut sections reveal a 0.8 cm, focus of suspected cystic fat necrosis. Multiple sections are submitted in cassette a1-a2. Microscopic description: adventitial scar is conspicuous, including localized cystic fat necrosis, confirming the gross impression. No significant inflammatory cell infiltrate is present. (B)(6)10: (B)(6) hospital. (B)(6) , md. Operative report. Preop diagnosis: recurrent incisional hernia. Postop diagnosis: recurrent incisional hernia, postoperative adhesions. Procedure: laparoscopic lysis of adhesions. Laparoscopic repair of recurrent incisional hernia with mesh. Anesthesia: general endotracheal plus local. Blood loss: negligible. None replaced. Drains: none. Complications: none. Tissue removed: none. Description of procedure: ¿the abdomen was prepped with chloraprep. Sterile drapes were applied around the field. Time out was taken during which the entire surgical team agreed this was the proper patient. Correct procedure at the correct site. An old scar in the right upper quadrant was utilized to placed [sic] the hassan cannula. A 10 mm degree scope was utilized. Co2 was utilized to a pressure of 15 mmhg. A 5 mm port was placed under direct vision in the right lower quadrant. Ultimately another 10 mm port was placed in the left lower quadrant under direct vision and a 5 mm in the left upper quadrant. All of these were done with atraumatic trocar. The findings included multiple adhesions of small bowel, omentum, that were adherent to the previously placed mesh and to the hernia sac. The amount of time spent lysing adhesions was 90 minutes by the clock. The amount of time spent repairing the hernia mesh was 50 minutes. It was determined that 64% of the time of the operation being lysing adhesions. Adhesions were lysed sharply with scissors, paying particular attention to areas where the bowel was adherent. The bowel was stretched with atraumatic forceps. Also blunt dissection was done with a peanut dissector. Harmonic scalpel was used on obviously non-important structures such as the omentum and hernia sac. Ultimately all adhesions were lysed and the defect was noted. Previously, a piece of mesh had become disengaged in a crescent shape toward the midline. This had allowed the hernia to occur. The first mesh was ventralex. Staples were still intact. Two smaller defects were discovered at the top of the midline incision from either suture holes enlarging or the incision itself tearing. These had not been previously repaired. The defect was measured by using a spinal needle through the skin. The two holes were marked as well. To cover this area and have a 3 cm margin around the margins of the defect required a 15 x 15 cm piece of ventralex. This was marked and every 3 cm #0 gore-tex suture was placed through the mesh. The mesh was marked and then rolled up. It was placed inside the abdomen and aligned over the defect. A grasping needle was then used to pull each suture through the fascia. Cephlad and caudad edges of the mesh were pulled through first, stretched and noted to be in good alignment. There were three other sutures, one at each corner and one in the mid portion on each side of the mesh. Each was pulled through a separate incision. After all were placed, they were ligated under the skin. Small metal clips (protac) were placed with along the edge of the mesh every 1 cm. After this was done, it was noted that the mesh was covering the defects with adequate margins. Co2 was released. The hassan area was closed with #0 vicryl suture. The skin closures for the trocars were #4-0 vicryl subcuticular stitches and steri-strips. Steri-strips were used to closed [sic] the incisions over the sites of suture knots. The patient tolerated the procedure well, was extubated in the or and sent to the pacu awake and alert. Sponge, needle and instrument counts were correct by the nursing service.¿ (B)(6)10: (B)(6) hospital. Surgical case record. Implant record. Implants. Implant/manufacturer: mesh gore dual 15 x 19; w.l. Gore and associates. Cat #: 1dlmcp04. Batch #: 06376440. Site: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06376440) was implanted during the procedure. (B)(6) 10: (B)(6) hospital. (B)(6) md. Operative report. Preop diagnosis: perforated viscus after laparoscopic recurrent incisional hernia repair yesterday. Postop diagnosis: perforated viscus after laparoscopic recurrent incisional hernia repair yesterday due to protac staple that eroded wall of jejunum. Procedure: exploratory laparotomy. Removal of old mesh (not the mesh placed yesterday). Drainage of enteric contents. Anesthesia: general endotracheal. Complications: none. Blood loss: negligible. None replaced. Tissue removed: none. Old mesh was removed. Drains: two large penrose drains were utilized under the fascia that was closed over the mesh. Two rolls of kerlix soaked in betadine were placed in the subcutaneous tissue. Indications: underwent laparoscopic hernia repair yesterday with a 15 cm x 15 cm ventralex [implant record from 09/15/10 indicates mesh gore dual] piece of mesh. He began having drainage today at 1600 from one of the wound sites of green fluid. In addition, his wife noted that his urine output was not normal. Findings: ¿as the new mesh placed yesterday was opened in the midline, there was a piece of small bowel with a small perforation that had a protac adherent to it. Other findings noted that the majority of the bilious collection of fluid was on the left side and in the left side of the pelvis. Description of procedure: the abdomen was prepared with chloraprep. Sterile drapes were applied around the field. All of the previously placed bandages and tegaderms had been removed. Time out was taken during which the entire surgical team agreed that this was the correct patient, the correct procedure, at the correct site. The incision was made in the skin from the umbilicus and the incision made previously at that area toward the xiphoid in the midline. This was approximately one-third of the mesh placed yesterday toward the midline. The fascia was opened. Old mesh was encountered. Ultimately the ventralex mesh placed yesterday was encountered. This was cut with a knife. A finger was then inserted to elevate the mesh and the mesh was opened almost completely from cephalad and caudad. Green liquid was found in the abdomen with no odor. It was aspirated with a sump sucker. The sucker was gently mobilized on the left side of the abdomen where the majority of the free fluid was found. Copious irrigation with normal saline was carried out. The opening in the jejunum was closed transversely with #3-0 interrupted silk lembert type sutures. The pelvis and area above the splenic flexure of the colon and under the liver as well as by the stomach was irrigated copiously. Attention was then turned to the right side of the abdomen. The bowel was already adherent loosely to the bowel and there was no green fluid found on the right side of the abdomen, especially under the liver, the right side or on the right gutter. This was irrigated gingerly and attention was paid to the pelvis in the left side of the abdomen. After approximately four liters of fluid was utilized and the fluid that was aspirated was clear, saline with bacitracin was utilized to irrigate once again. Attention was turned to how to close the abdomen since the mesh was contaminated by this green succus. Because of the patient¿s condition, being hypotensive and tachycardic with a minimum amount of urine being made, decision was made not to spend any more time than necessary operating. Had the new mesh been removed and the other mesh re instituted would have taken much longer than the decision that I made. I decided that the most expedient thing to do was to close the mesh that had been placed yesterday. Recognizing that it may become infected, the area was drained well. The mesh was closed with a running #0 prolene stitch that was water tight. Old fascia that could be loosely approximated with #0 vicryl was done in several different areas. No attempt was made to close all of the fascia the concept being that any fascia that might be approximated and still leave drainage for the mesh might allow wound vac to help in wound healing. The other alternative is that the mesh will stay infected and require removal at another time when the patient is recovered and in better condition. One inch penrose drains were placed underneath this loosely attached fascia over the mesh. A safety pin was placed in each end outside the abdomen. After this was done, no attempt was made to close the subcutaneous tissue. It was packed open with betadine soaked gauze. The skin was pulled together in the middle loosely with a prolene stitch to make the large wound somewhat smaller. Sterile dressings were applied. The sponge, needle and instrument counts had been correct by the nursing service. The patient was then transported extubated, in serious condition, to the ICU.¿ (B)(6) 10: (B)(6) health. (B)(6) md. Surgical pathology report. Case number: (B)(4) . Final diagnosis: soft tissue and foreign bodies, abdominal wall; excision/repair: foreign body (mesh/staple) material with incorporated adventitial scar and foreign body inflammation. Specimens submitted: a. Soft tissue, nos-foreign abdomen. Clinical information: perforated bowel. An exploratory laparotomy is performed. Gross description: designated ¿mesh and staple material, abdominal wall¿; the specimen consists of a roughly discoid portion of mesh material measuring 4.3. Cm in maximal diameter, along with multiple attached portions of soft yellow adipose tissue. Several coil-shaped staples are intimately associated with this process. No mass lesions are present. A representative portion of the soft tissue component is submitted in cassette a, along with some contiguous graft material. Microscopic description: birefringent mesh material is intimately incorporated into the fibrous fascia and has associated adventitial scar and foreign body granulomata. (B)(6)10: gulf coast lab. Microbiology specimen summary. Procedure: blood culture. Result: no growth after 5 days. (B)(6)10: gulf coast lab. Microbiology specimen summary. Procedure: blood culture. Result: many wbc¿s, no epithelial cells, no organisms seen. (B)(6)10: (B)(6) health system. R. P. Wood, md. Operative report. Pre/postop diagnosis: infected mesh and small bowel fistula. Procedure: exploratory laparotomy with debridement of abdominal wound, removal of infected mesh, small-bowel resection with stapled end-to-side anastomosis, closure of abdominal wall hernia using xen matrix porcine biologic mesh, irrigation of abdomen, placement of a left subclavian 7-french, 20-cm triple-lumen catheter, and placement of wound v.a.c. Indications for procedure: ¿patient who underwent laparoscopic repair of an incisional hernia for the 4th time. Apparently during that procedure, some damage was done to the bowel. He re-presented to his surgeons with a bowel injury. He was re-operated on and the bowel injury repaired. He was transferred to our institution for a higher level of care. At the time of transfer, he did not have any evidence of enteric contents leaking through his wound, but did have mesh that looked like it was infected. After approximately 48 hours, he began to leak enteric contents out of his wound and is taken to the operating room at this time. Description of procedure: the patient was brought to the operating room and placed in the supine position on the operating room table. After the induction of general endotracheal anesthesia, a left subclavian 7-french, 20-cm triple-lumen catheter was placed as well as a right radial arterial line. These were placed by service. Attention was then turned to the incision. The incision was opened and the mesh removed with some difficulty. Greater than 50 tacks had been used to hold the mesh in place. The fistula from the small bowel was located directly under the mesh. There appeared to be a prior repair as there were sutures in the area. The small bowel was mobilized despite dense adhesions to free up the loop of bowel that had the leak. The bowel was then divided using a gia stapler and an approximately 6-inch piece removed. A side-to-side stapled anastomosis was then performed. The opening in the bowel was oversewn using 3-0 pds and interrupted 4-0 silks. The abdomen was copiously irrigated with antibiotic-containing solution and the abdominal wall debrided. There were 2 abscesses in the abdominal wall. The xen matrix was then sewn in place using u stitches of #1 prolene. The fascia was closed as much as possible over the xen matrix. The abdomen was again copiously irrigated and a wound v.a.c. Placed. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Estimated blood loss: less than 50 ml. Complications: there were no complications. Specimens: cultures and small bowel as well as debrided abdominal wall and removed mesh for identification only. Condition: satisfactory.¿ (B)(6)10: (B)(6) health system. (B)(6) surgical pathology report. Case: (B)(4) . Microscopic diagnosis: small bowel fistula, resection. Small bowel with changes compatible with fistula including acute and chronic inflammation with ulceration, ischemic change, fibrosis, and dense fibrovascular adhesions, no malignancy identified. Infected mesh, removal: mesh identified, attached soft tissue with multinucleated giant cell foreign body reaction, acute and chronic inflammation, and fibrosis. Clinical history: small bowel fistula, infected mesh. Specimen source: small bowel fistula; infected mesh. Gross description: specimen 1 received fresh labeled ¿small bowel fistula¿ is a segment of small intestine, 21 cm in length and 3.3 to 4.5 cm in circumference. The margins are stapled shut. The mesentery is excised to a width 3.2 cm. The surface of the small bowel shows a patchy tan-yellow exudate with thickened hemorrhagic areas, which also show cautery artifact. The surface also shows focal fibrous adhesions. There is a 0.5 cm in diameter oversewn area located 8 cm from one margin. The oversewn area is adjacent to an area of fibrous adhesions and exudate. The mucosa in the oversewn area appears intact with the lumen not identified. The mucosa is edematous but shows no focal lesions. Representative sections are submitted as follows: a1 and a2, parallel margins; a3 and a4, oversewn area; a5-a8, random. Specimen 2 received fresh labeled ¿infected mesh¿ is two portions of ribbed plastic mesh, 11 x 6 x 0.1 cm and 9 x 7 x 0.3 cm. Both show green-yellow discoloration and continue multiple portions of coiled mesh. The larger portion has adherent fibromembranous tissue. Representative sections are submitted as b1. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 1 for sterilization evaluation. Conclusion code remains unchanged. Added method/results/conclusion code 2 for manufacturing evaluation.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) : (B)(6) episcopal health system. (B)(6) md. History and physical. Reason for transfer: higher level of care. History present illness (hpi): history of diabetes, hypertension, recent hernia repair who presented to an outside facility complaining of abdominal pain after hernia surgery. Patient was noted to be septic and bowel perforation. Emergently taken to operating room for exploratory laparotomy with ____ [sic] repair of bowel perforation. Abdomen was left open and plan for further surgery was noted at outside hospital; however, patient¿s family requested for transfer to (B)(6). Patient postoperatively has been on ventilator, diprivan drip, tpn. Developed acute renal failure with improving creatinine upon transfer. Past surgical history: colectomy in 1990 for diverticulitis, multiple hernia repairs. Home meds include: metformin. Social history: previous cigar smoker, does not smoke currently. Exam: abdomen: abdominal binder with open wound. Labs: outside labs show blood cultures are negative. Assessment and plan: gi: open abdominal wound. Surgery to evaluate make recommendations regarding further abdominal surgery. ID: re-culture, broad-spectrum antibiotics for now. (B)(6) 2010: (B)(6) (B)(6) health systems. (B)(6) md. Infectious disease consultation. Abdominal sepsis. Hpi: elective redo abdominal incisional hernia repair. This was done initially laparoscopically and then open repair with mesh placed. The patient developed septic shock and was intubated and put on pressors. He has presumed perforation of the bowel with an initial laparoscopic attempt. Patient was placed on cefepime, flagyl and fluconazole. Patient failed to improve and was transferred here for higher level of care. Exam: abdominal: distended abdomen with no bowel sounds. Mild diffuse guarding. Necrotic tissue showed purulent drainage at the base. Penrose drain at inferior portion of the wound. Left lateral side of wound is erythematous and extending to a left side trocar puncture site which has purulent drainage. Cultures were obtained above the midline in the lateral wound. Laboratory: white count is 14.8. Cultures from outside hospital, negative blood culture, negative urine cultures, and a sputum and a negative gram stain. Assessment: critically ill with probable abdominal sepsis, most likely polymicrobial infection. Probably has infected mesh. CT scan to rule out intra-abdominal abscess. (B)(6) 2010: (B)(6) hospital. (B)(6). Radiology-CT abdomen/pelvis. Clinical history: s/p incisional hernia repair with bowel perforation. Findings: a mesh is seen anteriorly with a surgical wound in the anterior abdomen. There is surgical anastomosis in the sigmoid colon. No extraluminal gas is identified. There are no focal fluid collections. Impression: s/p incisional hernia repair. No evidence of perforation or loculated fluid collection is seen. There is mild ascites. Postsurgical changes are seen including a bowel anastomosis in the sigmoid colon. (B)(6) 2010: (B)(6) health system. (B)(6) md. Discharge summary. Admitting diagnosis: abdominal wound infection. Diabetes mellitus. Acute renal failure. Discharge diagnosis: infected abdominal mesh, s/p mesh removal with wound vac. Procedures: intubation. Exploratory laparotomy with abdominal mesh removal and wound vac placement. History diabetes, presented to outside facility after abdominal hernia repair with c/o abdominal pain. Found to be septic and bowel perforation. Taken to operating room for exploratory laparotomy with bowel repair. Transferred to (B)(6) hospital for higher level of care. Low-grade fever and elevated white count. Patient continued on tpn. Blood sugars initially were controlled with insulin drip and was transitioned to lantus sliding scale insulin. Postoperatively continued improvement of hemodynamic status and kidney function. Weaned off tpn. Wound vac was arranged for home. Discharge meds: lantus and novolog. (B)(6) 2013: (B)(6) health system. (B)(6) md. Consultation. Reason for admit: small-bowel obstruction. Hpi: presented to (B)(6) hospital with c/o nausea and vomiting, as well as diarrhea for the last week. CT showed evidence of small-bowel obstruction with abdominal hernia involvement. Transferred to (B)(6). Ng tube is in place, abdominal discomfort better. Exam: abdomen: hernia noted in abdominal wall in the periumbilical area. Reducible. Assessment and plan: gastrointestinal: for bowel obstruction, nasogastric tube in place with intravenous hydration. (B)(6) 2013: (B)(6) health system. (B)(6) md. Discharge summary. Diagnosis: recurrent small-bowel obstruction that improved with conservative management. History multiple prior abdominal surgeries and herniorrhaphy, diabetes mellitus, partial colectomy for diverticular disease. Hospital course: transferred for small-bowel obstruction with an ng tube in place. Managed conservatively. Continue outpatient care with pcp as well as dr. (B)(6) if recurrence of abdominal distention or pain. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: incarcerated recurrent hernia with small bowel, mesh repair ((B)(6) 2005); mesh infection, mesh removal, small bowel resection, wound vac ((B)(6) 2010). Additional event specific information and medical records have been requested.